Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the circuit board unit in the scope-connector was dirty due to water leakage. The cause for foreign objects in the connecting tube could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that the device's connecting tube contained foreign objects and that the circuit board unit in the scope connector was dirty. There was no patient involvement.